Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The sds was not returned and may have assisted in the investigation. The vessel and lesion site were characterized as being mildly tortuous, moderately calcified, and 90% stenosed. In this case, it appears that the stent may have interacted with the anatomical conditions contributing to the reported failure to cross and subsequent stent dislodgement during withdrawal. The reported failure to cross and stent dislodgement appear to be related to procedural circumstances with no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot.

Event description:
It was reported that the xience v stent delivery system was unable to cross the lesion in the proximal left circumflex artery. Vessel and lesion site were characterized as being mildy tortuous, moderately calcified, eccentric, de novo and 90% stenosed. Either during the attempt to cross or during the withdrawal, the xience v stent dislodged from the balloon and was located proximal to the lesion. A snare guide wire was used to successfully retrieve the stent from the patient. No adverse patient effects were reported. No additional information was provided.